Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters near the electrodes and a water blister under the left electrode. In addition, the patient reportedly had little red bumps under the rest of the electrodes. The patient was prescribed an anti-itch cream. Follow-up indicated that the blister near the left electrode was healing but was not scabbed over and that the patient had not filled the anti-itch cream prescription because he was not itchy.